Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up visit in the clinic. A routine echocardiogram revealed that the patient¿s right ventricular (rv) lead was implanted in the left ventricular (lv) chamber. The location was confirmed by a computed tomography (CT) scan. The CT scan also revealed a large patent foramen ovale (pfo) in the ventricular septum, which had allowed the rv lead to freely cross into the lv chamber, where it had remained screwed in since its initial implantation. The rv lead was explanted and replaced. There were no patient consequences.